Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. The picture provided with the complaint information shows that the tip of the electrode is broken. The ceramic part of the electrode tip is broken and few pieces fell off which were retrieved. One of the possible root cause for this hitting instruments or hard bone surface. Other than that, we cannot determine a definitive root cause for the reported failure. A product from the same lot was returned. Visual inspection reveals the distal tip shows signs of activation. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is not currently available.

Event description:
During arthroscopy white part of electrode came off. Small plastic parts fell into surgery site.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Date received by manufacturer.

Manufacturer narrative:
Product complaint #: (B)(4). ¿depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
During arthroscopy white part of electrode came off. Small plastic parts fell into surgery site. Defective parts of impacted product are not available for investigation. Sales rep and surgeon tested an additional device from same lot and will return this for investigation.